Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 512 mg/dl. The customer reported that the insulin pump was not working as well as insulin pump had no delivery alarm and motor error alarm. Customer was able to complete insulin pump rewind. Customer stated that the drive support cap was normal. Customer was advised the pump would need to be replaced, to retrieve insulin pump settings and to discontinue use of the insulin pump. Troubleshooting was performed for motor error alarm. The insulin pump will be returned for analysis.